Manufacturer narrative:
Visual inspection of reported product revealed no damage to device. Product was tested using labeling instruction and was found to be within specs. Could not duplicate reported failure, however trimedyne believes the probable cause could have been that the customer failed to remove the protective covering from the distal end of the device prior to use. In order to prevent this from occurring further, trymedyne has instituted a change on this product by placing a label on the protective covering that is imprinted with the words "remove before use".

Event description:
It was reported that "the tip of the fiber fell off into pt while treating a stone." Contact person reported that immediately after physician placed fiber at treatment site and activated laser (by depressing footswitch), the fiber appeared not to be working. This was determined by the lack of tissue interaction at the treatment site. Physician requested for laser setting to be raised to approximately 15 watts and he still noted no tissue interaction. Fiber was removed from treatment site and physician noted that the tip was missing. Physician retrieved fiber tip from pt using forceps. The procedure was then completed by another method (to other method was stent placement). No injuries were reported.